Manufacturer narrative:
Device has returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Physician pulled to red during deployment but met resistance when inserting blue tamp tube. This resulted in bleeding and a hematoma. An attempt was made to re-advance the blue tube while holding tension. Resistance was still found. Post angio showed failed closure and metallic lock away from the vessel. Upon further evaluation the footplate was found in the tissue track. A second device was inserted with proper closure. Advised physician that this was not a good manta case due to body habitus and multiple sticks to the femoral artery. Physician wanted to try. The result was what looked like a small pseudoaneurysm. Physician was ok with this outcome and stated that the vessel would heal.

Manufacturer narrative:
The device was returned for investigation. It was confirmed no non-conformities were identified or reported during the inspection of the device. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, due to the patient's body habitus, bmi being out of range, and a large pannus having to be taped prior to the deployment, the patient was not a clinical candidate for the manta closure device. Prior to deployment, multiple stick attempts were made to access the right femoral artery. During initial deployment, the manta device was immediately pulled back to red. Resistance was met while tamping the blue tamper tube and again while attempting to re-advance. Uncontrolled bleeding and a hematoma were beginning to form. Post-angiogram revealed an unsuccessful closure, lock distant to the puncture; and the toggle was visibly seen within the tissue tract. The toggle was manually removed, and a balloon was utilized to tamponade and control the bleed. A second manta device was deployed, successfully achieving hemostasis. Post-recovery, the patient experienced a significant drop in pressure and returned to the or. A surgical cut-down revealed the manta closure intact with no bleeding. It was noted the patient had suffered a vasovagal response unrelated to the manta device. The cause of the unsuccessful closure and uncontrolled bleed is due to tract deployment. The root cause of the tract deployment is due to the less than ideal patient conditions, multiple sticks puncture in the femoral artery, and the excessive forces pulling immediately back to red which was applied during initial deployment. The IFU was reviewed and confirmed to list warning: do not use if the patient has marked obesity bmi >40 kg/m2. Patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. Additionally, precautions: in the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.